Event description:
The technical service representative (tsr) assisted the caregiver (cg) to review the alarm log. The cg confirmed a system error 2240 alarm occurred. The cg confirmed she cycled power to clear the alarm. The tsr explained cycling power to clear alarms. The cg further stated that the home patient had a new transfer set put on and the alarms started occurring with the new transfer set. The tsr advised the cg to contact the peritoneal dialysis nurse (pdrn). The cg confirmed she would end therapy and contact the pdrn the following morning. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error (se) 2240 alarm. The report was not confirmed due to lack of sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. The root cause investigation is in progress through (B)(4).

Event description:
Allegedly per (B)(4), the patient was revised due to unknown reasons.